Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper valve assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results are inconclusive as the exact cause of the pvl and subsequent bleeding is unknown, but could be related to the mitral annulus size being larger than measured and/or procedural factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the field clinical specialist (fcs), the patient presented with severe mac with severe mr and was deemed inoperable and a candidate for an open valve in mac, single vessel CABG and maze. The CABG and maze were done first and the anterior mitral leaflet was excised. A 26mm certitude delivery system was prepped and inflated inside the mitral annulus to size for a 26 s3 ultra. The 26mm valve was taken and a felt cuff was sewn onto the outside on of the valve. Felt pledgets were placed into the atrial side on the annulus. The valve was crimped onto the delivery system with commissural locating sutures placed onto the outside of the valve. The valve was inserted into the mitral valve with a j-wire through the delivery system, it was positioned and slowly inflated. Sutures were used to sew the valve in place and the atrium was closed. Severe pvl was seen and the atrium needed to be reopened so a pericardial patch could be sewn onto the location of the pvl. The atrium was closed, the patient came off bypass and the pvl was resolved. Roughly 10 minutes later significant bleeding started spontaneously, and it was felt to be a tear in the coronary sinus from the cardioplegia catheter. This was resolved but significant bleeding continued and was unable to be located. The patient was able to be weaned from cps but the location could still not be determined and the patient required blood transfusions. Bleeding continued until the patient expired on the table.